Manufacturer narrative:
Additional information received d6b.

Manufacturer narrative:
Investigation summary no product returned. No data logs available. Clinical states after turning p level to p6 the motor current increased significantly and then both went flat with flows at 0.0 lpm. Clot ingestion was suspected. Repositioning did not resolve the issue and no cannula kinks noted. Ac was subtherapeutic so bival was increased. Thrombosis: in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Placement signal issue: the cause of the placement signal issue was not determined due to lack of product and data logs returned. Low/blocked pump flow: the cause of the low flow was not determined due to lack of product and data logs returned. Device history review device passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, rp flex p level turned up by hospital staff to p6 and placement signal and motor current went up significantly and then both went flat and impella flow went to 0.0 lpm. Impella turned down to p2.  Patient is on bivalirudin with am bivalirudin level of 0.54. The nurse stated this was subtherapeutic and bivalirudin was increased. Small adjustments were made by the physician and attempt to increase the p level to p4 with same result. The physician deemed the patient stable. The device was removed due to the failure mode.